Event description:
Recothrom (thrombin topical) vial could not be punctured with vial adapter due to metal piece of vial lid being misaligned. Another set of floseal was opened and used for procedure.